Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens remains implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The patient has complained of shade nasally. The lens remains implanted.

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - there is not enough information to determine the exact cause of this visual symptom. Potential root causes are : decentered icl, larger pupil diameter than icl's oz diameter with a decentered icl, large exposed pi in the sup-nasal quadrant, etc. Decentration may be due to malpositioned footplates, weak zonules, etc (patient's anatomy). The lens remains implanted and the surgeon is planning a longer follow-up before further management. If secondary interventions are performed this medical review shall be updated. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).